Event description:
It was reported that a spectrum iq infusion pump had an issue of air in line error during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line error was reproduced when loading a set as a reload set at the air detector. A review of event history log revealed reload set messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set. The cause of the condition was determined to be the ultrasonic sensor values were out of specification. The ultrasonic sensor requires replacement to address this issue. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.